Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The customer's biomedical engineer confirmed the incorrect overlay was in the packaging and the reported led issue. The customer's biomedical engineer received the correct overlay and replaced the power switch overlay to address the reported problem. Failure analysis of the returned part indicates: root cause: broken led circuit trace was found on the returned led circuit panel that causes the led not to illuminate properly during test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer's biomedical engineer recounted that the overlay was ordered twice and both times the incorrect part was delivered although the box was labeled correctly and the mains led on power status overlay was found dim. There was no patient involvement.